Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 64-year-old male with an indication for use of the impella cp device for acute myocardial infarction and cardiogenic shock was reported to be awake, spontaneously breathing, talking, and sitting in bed when he suddenly became dizzy and collapsed. Cardiopulmonary resuscitation (CPR) was initiated, and extracorporeal membrane oxygenation (ECMO) support was started. No impella cp alarms were reported at the time of the event. The impella cp was originally implanted on (B)(6) 2026 at 10:33 am via right femoral percutaneous arterial access and was removed on (B)(6) 2026 at 9:59 am, at which time support was escalated to an impella 5.5 device. The patient survived to explant, and the procedural outcome was a successful bridge from impella cp to impella 5.5. Based on the information available, the event occurred suddenly without any documented impella cp alarms. The device was functioning until removal, and the clinical deterioration appears consistent with the patient¿s underlying critical condition. Root cause cannot be determined at this time due to lack of device return and limited reported information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.